Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller is prepping for a lead revision. The caller states the reason for the revision is the pt's paddle is 'off to the right' and the caller notes the doctor was considering placing a perc lead to get more midline coverage. In this instance, one tail of the paddle would be removed from the header block and left out of the ins. Caller wanted to know how this would impact MRI. Agent reviewed it would be outside of full body labeling though this config may meet an 'abandon' criteria to still pursue head scans. The caller noted the pt does need mris in the future and likely will not agree to the perc lead placement plan if they cannot have full body mris.